Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained of bad results with quality controls (qc). On the morning of (B)(6) 2015 qc was acceptable. By the end of the day qc results were not acceptable. The customer decided to check the patient results from (B)(6) 2015. Multiple tests for multiple patients were repeated on (B)(6) 2015. After taking this action, the customer questioned results for multiple tests. Data was provided for 46 patient samples for multiple assays. Of the data provided, 26 patient samples were erroneous when tested for one or more of the following: parathyroid hormone (parathormone, parathyrin) - pth, intact (pth), 25-hydroxyvitamin d (vitamin d), cancer antigen 15- 3 (ca 15-3 ii), cortisol, prolactin (prolactin ii). The erroneous results were reported outside of the laboratory. Corrected results were provided to the physician after repeat testing was performed. See attachment to the medwatch for patient results. The unit of measure was requested but not provided for any of the tests. It is not known if any adverse event occurred. No adverse event was reported. No reagent lot numbers or expiration dates were provided. It was noted that the most likely cause of the erroneous results is a temporary contamination of the measuring cell of the instrument.

Manufacturer narrative:
The customer provided data for 2 additional patients tested for cortisol on (B)(6) 2015. The first additional patient was tested for cortisol 6 times. The results were 8.91, 6.29, 4.71, 17.01, 16.58 and 12.34. The second additional patient was tested for cortisol 6 times. The results were 14.99, 10.57, 13.09, 15.51, 15.96 and 14.34. It is unclear if any erroneous results were reported outside of the laboratory. A specific root cause could not be identified. The customer was concerned about the results from one measuring cell. The most likely root cause is due to temporary contamination of the measuring cell. This can be caused by anti-coagulation treatments or incomplete clotting before pipetting. Contamination issues can be solved by performing liquid flow cleaning which is part of recommended system maintenance. The field service engineer visited the customer site and indicated there were no problems with the system. The system was confirmed to run within specification. After maintenance, the issue did not occur again.